Manufacturer narrative:
No information about product location. Product was not returned to the manufacturer. No visual examination could be performed. Reference & lot number of the product was not provided, the review of the device history records and traceability cannot be performed. From lonely information initially provided, the cause for the event cannot be determined. The cause for the device issue is unknown. Requests for additional information did not receive a response. The investigation found no evidence to indicate a device issue. Root cause cannot be identified.

Event description:
Mobi-c p&f us : revision / other serious device-related complication. Information was collected via the annual mobi-c enhanced surveillance survey: surgeon reported an event of device removal/other serious device-related complication on patient that was implanted with mobi-c in the past year. Attempts have been made and no further information has been provided.